Event description:
The customer reported that following a cardiac catherization procedure, a vasoseal es was deployed. Ten days post deployment, the pt returned to the hosp and was diagnosed with a pseudoaneurysm. Thrombin was injected with good results. No further complications were reported.